Manufacturer narrative:
(B)(4). Per DHR the product weckvista access balloon port 10mmx70mm lot # 73l1600539 was manufactured on 11/28/2016 a total of 840 pieces. Lot was released on (B)(6) 2016. DHR investigation did not show issues related to complaint. The customer returned one unit 410944 weckvista access balloon port 10mmx70mm for investigation. The returned sample was examined with and without magnification. Visual examination of the returned sample revealed that the balloon has partially detached from the cannula at the proximal end. No other defects or anomalies were observed. Reference file (B)(4) for investigation photos. The IFU for this product, l05459, was reviewed as a part of this complaint investigation. The IFU informs the user "fill the provided syringe with 10 cc of sterile liquid or 15 cc of air. Attach the syringe to the check valve and inflate slowly. Caution: over-inflation of the balloon may cause it to rupture. Note that 10 cc of fluid or 15 cc of air will completely inflate the balloon and further inflation is unnecessary and will increase the risk of balloon rupture." A corrective action is not required at this time as the type of damage observed on the device is consistent with a device that has been overinflated. Operational context caused or contributed to this event. The reported complaint of "balloon burst" was confirmed based upon the sample received. The balloon on the sample received was confirmed to have partially separated from the cannula at the proximal end. This damage is consistent with damage found when the balloon has been overinflated. All balloon ports are 100% inspected for inflation during the inspection process. A device history record review was performed and showed no evidence to suggest a manufacturing related issue. Based upon the damage observed, operational context caused or contributed to this event.

Event description:
It was reported that during the prostatectomy procedure the balloon burst. This device was removed from the patient and another one was placed. There was no patient injury reported.

Manufacturer narrative:
(B)(4). The device history review for the product weckvista access balloon port 10 mm x 70 mm lot #73l1600539 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during the prostatectomy procedure the balloon burst. This device was removed from the patient and another one was placed. There was no patient injury reported.